Event description:
The customer reported that the insulin pump was exposed to water. The caller stated that the device alarmed battery out of limit multiple times and there is fluid in the battery compartment. The blood glucose reading was 244mg/dl. The customer stated that the device had a frozen display with the time not advancing. The customer also mentioned that the buttons were unresponsive. No further information was provided.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corrosion on keypad trace. No moisture damage found on electronic assembly and motor. No battery out limit alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.